Manufacturer narrative:
Siemens healthcare diagnostics' investigation has determined that the customer reported a flagged complete blood count (cbc) result on the advia 2120i with dual aspirate autosampler instrument without first reviewing the flagged result. The customer failed to follow operator guide instructions when they received a rbcifr (red blood cell irregular flow rate) flag, which states "whenever such flags are triggered, the user should review the results and take the action recommended." In the operator guide. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer obtained discordant complete blood cell (cbc) results on one patient sample on the advia 2120i with dual aspirate autosampler instrument. The result was flagged with a rbcifr (red blood cell irregular flow rate) flag and was reported to the physician, who questioned the results. The laboratory has stated that they have new staff that are not yet trained on the instrument. The sample was repeated and a corrected report was issued to the physician. No patient data was provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant, flagged cbc results obtained on the advia 2120i with dual aspirate autosampler instrument.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00582) on september 27, 2016. November 30, 2016, additional information: siemens healthcare diagnostics inc. (Siemens) has provided the customer contact name and phone number.